Manufacturer narrative:
H3: remove reason for non-eval, h10 remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3: remove reason for non-eval, h10 remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, additionally, it was reported that the pump¿s usb port was damaged, resulting in the pump not being able to be charged. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.